Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called to report that after receiving a replacement battery cap the insulin pump continued to have a shortened battery life and continued alarms. Insulin pump alarmed failed battery test after inserting new batteries. The customer's blood glucose reading was unknown. The caller was advised to inform the customer to discontinue use of the device and revert to a backup plan. The customer's device was replaced, and may be returned for analysis.

Manufacturer narrative:
The pump passed the full functional tests, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurements and active current measurements were within specifications. No unexpected insert battery alarm was noted in the history file or during testing. The low battery alarm, failed battery alarm and replace battery alarm was confirmed in the format history file and then the power management parameters graph confirmed power error 25 alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to the connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with a scratched case and a pillowing keypad overlay.